Manufacturer narrative:
The customer's report was observed during review of the device logs. It is possible that the compressor fault 3001 was subsequently triggered by the low o2 pressure alarm. However, the device was put through extensive testing without duplicating the report. The compressor pump was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault 3001" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.